Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked and unresponsive. The customers blood glucose level was reported to be 150 mg/dl. Reportedly, the customer fell down while wearing the pump and the pump screen became cracked. The customer did not have alternate insulin therapy available at the time of the issue. It was indicated that alternate insulin therapy would be obtained from the health care provider.